Event description:
A patient sample with no previous history of antibodies was tested with vss489 and a positive reaction (2+) was noted with cell 2. Additional testing was performed and anti-e and anti-jka were identified. Customer repeated the antibody screen using vss489 - still no reactivity observed with cell 1. According to the antigram, cell 1 is jka +. Customer stated that the patient sample is not available for further investigation.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. There were no similar complaints for this lot of product. (B)(4).